Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted from (B)(6) 2022 to (B)(6) 2022. The patient was noted to have a lactate dehydrogenase was in the 200-300s. The patient had a computed tomography (CT) that showed a cerebral hemorrhage in the occipital lobe. The patient continued therapy with mannitol and low molecular weight heparin. Another CT was done on (B)(6) 2022 that showed a slight increase in the shape of the appearance of the hemorrhage. There was no progression in neurological symptoms. The patient had dizziness, vertigo, and lightheadedness. A CT on (B)(6) 2022 showed a reduction in size. The patient was put on medications at discharge and was on the waiting list for a transplant.

Manufacturer narrative:
Section h6: health effect - clinical code: 4594 - high white blood cell count. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they ultimately expired in oct2022 (reference manufacturer report number 2916596-2022-13893). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU), rev. B, is currently available. This IFU lists stroke, bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had an elevated white blood cell count.